Event description:
Email rec'd from distributor indicating surgeon had an implant migration instance. Subsequent x-rays indicated implant rotated and expulsed posteriorly. Surgeon noted that the implant may have been undersized, which could have resulted in the expulsion. Pt was complaining of leg pain as a result of impingement and a revision surgery occurred to re-position implant. Pt has not had any further complications.